Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I, list number 02k41-27, and manufacturing site abbott laboratories 100 abbott park road, abbott park, il 60064-3500, USA in section d of this report to the new suspect device architect i1000sr analyzer, list number 01l86-40, and manufacturing site abbott manufacturing inc 1921 hurd drive, irving, tx 75038, USA. MDR number 1628664-2020-00023 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient information, patient identifier: multiple = sid (B)(6), sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect troponin results on two patients. The results provided were: on (B)(6) 2019 sid (B)(6) = 0.4; on (B)(6) 2019 sid (B)(6) initial run = 0.323; retested on serial number (B)(4) a few hours later = 0.4ng/ml(reference range - >0.010ng/ml) / retested on original analyzer = negative. There was no reported impact to patient management.